Event description:
Journal reference: dagtekin et al. "Anesthesia and deep brain stimulation: postoperative akinetic state after replacement of impulse generators" anesth analg/2006/103/3/784. The letter to the editor describes a case report involving a male pt, being treated with deep brain stimulation (dbs) for treatment of symptoms related to parkinson's disease, presented for the routine replacement of his implantable pulse generators due to battery depletion. Following the replacement of the devices, the pt did not regain consciousness for a period of time in excess of 40 minutes. His glasgow coma scale was 3. Generalized rigor and shallow breathing were also noted. Contrary with usual practice, it was discovered that the replacement generators (n=2) had not been activated. Following activation, the pt woke up immediately (glasgow coma scale score of 13) and rigor disappeared.